Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a other (unusual issue) issue; the piston rod is broken. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1 date of submission 07/22/2015-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: during investigation, the piston cap was found to be detached and missing from the pump. There was no damage observed to the piston. Unrelated to the complaint, investigation revealed that the battery compartment was cracked at the threads.

Manufacturer narrative:
The pump has been returned to animas for evaluation. An evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).